Manufacturer narrative:
(B)(4).

Event description:
It was reported that an audible critical alarm was confirmed by telemetry, and was indicated in the pump's event logs. The alarm was due to intermittent and constant motor stalls. The hcp ruled out magnets as a cause of the stalls. Motor stalls/recovery had occurred at the following dates and times: (B)(6) 2010 at 20:56 with recovery on (B)(6) 2010 at 03:39, on (B)(6) 2010 at 4:19 with recovery at 5:16, and on (B)(6) 2010 at 5:36 with no recovery recorded. The pump contained baclofen. The pt experienced a change in therapy effect with increased baseline spasticity and spasms. The pt was admitted to the hospital. The pump was replaced on (B)(6) 2010. It was filled with compounded baclofen 1000 mcg/ml, and programmed to deliver a dose of 50.3 mcg/day. The pt had recovered without sequela.